Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the objective lens fluid damage, the insertion flexible tube buckled, the light guide cable buckled, the angle wire play, the lg connector corroded, the shield cover corroded, the insertion flexible tube leak, the light guide cable leak, the root brace rubber (insertion flexible tube) cut, the remote control buttons cut, the lcb distal cover glass scratched, the ccd drive pcb malfunction, the objective lens dirty, the lg prong loose, the distal body worn out, the insertion flexible tube lump/wave, and the light guide cable lump/wave; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.